Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was sent back to guidant corporation for analysis following explant. There were no allegations against device functionality.